Event description:
It was reported that the patient had a really bad infection. She couldn¿t see her doctor for 2 weeks and she was in pain and had (B)(6). The leads and battery were removed. It was stated that the patient had a note in her medical records that showed this was due to a ¿non-sterile battery.¿ the patient was redirected to her healthcare provider (hcp) of who she had an appointment with on (B)(6) 2015. Follow-up was performed but initially no additional information was known. Additional follow-up determined that the implantable pulse generator (ipg), extensions, and leads were all involved with the infection. This was found via inspection and culture. The patient recovered without permanent impairment. This event will be updated if additional information is received.

Event description:
Additional information received reported the patient had x-rays taken on (B)(6) 2015 and an MRI on a 3t scanner in (B)(6) of 2015. On the day of the call the patient was scheduled to see their health care provider (hcp) and to have another MRI of the cervical and thoracic areas.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v643872, implanted: (B)(6) 2012, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3998, lot# va0ajmd, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).